Event description:
During an endoscopy dilation a quantum ttc pyloric balloon dilator was used to dilate the esophagus. The balloon was inflated one time, but there was a leak and it automatically deflated. The balloon did not hold the water - it all leaked out. After the difficulty occurred, a cook savary-gilliard dilator to complete the procedure. No harm occurred. Several attempts were made in an effort to collect add'l info regarding pt impact and product usage. While no harm occurred, the complainant did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the add'l info provided indicated the balloon did not receive lubrication or negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. Balloon leakage is possible if the balloon material becomes damaged during use and/or general handling. If a balloon leak occurs, the liquid used to inflate the balloon dilator will exit the balloon at the damaged area. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to a slow loss of pressure. A possible contributing factor to balloon material damage is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Balloon damage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution. "The entire quantum balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." The instructions for use instruct the user that the recommended 100% balloon inflation pressure can be found on the catheter tag of the quantum balloon dilator. Over inflation can cause damage to the balloon material. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all lots are subjected to a test that measures the outer diameter and pressure. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post-market feedback continues to become available. Add'l comments regarding this report: based on the info provided related to lubrication and negative pressure, a cook rep has contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product. This was the initial use of this device; this device is labeled single use only. The intended use listed in the instructions for use for the cook quantum ttc pyloric balloon dilator states: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon." The product was used off label in this case.